Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited oversensing on the atrial channel. The physician determined that the patient was experiencing atrial capture latency. No intervention was performed. The patient would continue to be monitored.